Manufacturer narrative:
The affected set has been evaluated by zyno medical on 06/12/2018. The drip chamber where it bonds to the IV tubing is noticed to have malfunctioned. The reported leaking issue was confirmed. A quality alert has been sent to the contract manufacturer on 06/05/2018.

Event description:
The distributor reported a leaking issue of an administration set to zyno medical on (B)(6) 2018: "the nurse was in the process of setting up the infusion, but before it was connected to the patient she had noticed the leak." The distributor mentioned that the leaking occurred just below the drip chamber. Only normal saline was being used when leaking was noticed. No patient was involved in this event. The contract supplier of the affected device is (B)(4).